Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) was found to be in backup vvi mode, resulting in the loss of high voltage therapies. The device was successfully restored to nominal settings. The patient remained stable.